Event description:
The customer contacted olympus for guidance on how to proceed with handling of an evis exera iii bronchovideoscope that had been in contact with a patient who was later suspected of having creutzfeldt-jakob disease (cjd). Sequence of events as follows: the patient had an unstated procedure using the evis exera iii bronchovideoscope. Four days later, the patient had a second unstated procedure using the bronchovideoscope. Forty-eight days after the second procedure performed on this patient with this bronchovideoscope, the customer was notified that this patient was suspected of having cjd and the patient was deceased (cause of death not provided, but presumably due to suspected cjd). The bronchovideoscope was immediately quarantined once this information was known. The customer was uncertain at that time if confirmation could be obtained to definitively determine if the patient was positive for cjd. During the period of time between the first procedure performed on this patient with the bronchovideoscope, and the notification this patient was suspected of having cjd, the scope had been reprocessed in an oer-pro and used in other patient procedures (unknown how many procedures/patients). During this same time, the oer-pro had been used to re-process other scopes as well. Additional details have been requested regarding the patient and reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus. The customer reported the device is quarantined at the facility. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The device was not returned to olympus and could not be inspected. Therefore, olympus was not able to confirm the fact that failure of the device caused patient infection with cjd or device contamination by cjd. The suggested event is suspicion about device contamination by cjd prion. The event is not failure of device. The following is included in the device IFU: "prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd), cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional details were received from the director of infection control at the facility that the national prion institute reviewed the patients mris and csf lab results and concluded ¿there are no signs that might suggest diagnosis of creutzfeldt-jakob disease¿. There was no report that other patients showed symptoms of cjd. They placed the scope back into circulation for use.